Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. In a follow up report with the facility, the reporter confirmed that the pt was "doing ok". A follow up report will be provided after the inspection results become available.

Event description:
(B)(4).